Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The patient claimed she used the meter for the first time while she was having hypoglycemic symptoms. The patient did not report any specific symptoms. No results were reported other than "number came back over 30 mg/dl higher than my freestyle flash and omnipod pdm." This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Based on the information provided, there was no indication that the product caused or contributed to an adverse event. The patient's alleged symptom(s) occured prior to using the meter for the first time.